Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 300 mcg day via an implantable pump. It was reported that the patient was seen for eri (elective replacement indicator) pump replacement. The healthcare provider did not see catheter drip csf (cerebral spinal fluid). The healthcare provider attempted aspirate with syringe, and deemed catheter flowing slowing. The pump segment was revised, and the flow was determined to be adequate. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and it was noted the healthcare provider would not have any further information regarding the event.